Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw35 instrument only stapled part way. No further information available other than there was no consequence to the patient.